Event description:
It was reported that a patient underwent a sling procedure on an unknown date. After the procedure, the patient began to experience severe pain. The surgeon suspects obturator nerve irritation.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.